Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator failed pressure transducer test during pre-use check. The expiratory valve coil was defective and replaced. After replacement, the ventilator passed all calibration, functional and safety tests. Unit was returned to customer and cleared. The provided logs confirmed the reported problem at (B)(6) 2021. No parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
(B)(4).